Event description:
New information received notes the lead was explanted.

Manufacturer narrative:
Internal insulation abrasion with externalized conductors were found at 51.0-54.0cm from connector pin. The sensing conductors were visible and the etfe coating of one sensing conductor was abraded/melted. Internal and external insulation abrasions were found at 52.5-54.9cm from connector pin. The etfe coating of the rv conductors was intact. Internal insulation abrasion was found underneath the rv shock coil at 58.5cm from connector pin. The inner insulation was abraded in the same area.

Event description:
It was reported that externalized conductors were observed via x-ray. All electrical measurements were normal. Patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.